Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the brown laser marked section. A broken piece was not returned, measuring roughly 0.056¿ x 0.045¿ in size. Thermal damage was not observed. The instrument also exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.037¿ x 0.035¿. There was no material missing. Additionally, the instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through 0.006" latex test material. The latex got snagged at the scissor tips. The blade edges were not damaged. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the diaphragm of monopolar curved scissors (mcs) instrument was faulty. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the membrane had some small notches and cracks in it. There was no delay to the surgery and surgery was completed.